Manufacturer narrative:
Catalog number was provided. Event description updated.

Event description:
As reported from the cordis real-precise study, 79 months after a procedure in which an 8mm x 40mm precise pro carotid self-expanding stent with 6f compatibility was implanted, the patient experienced a 90% in-stent restenosis which was detected during a follow up visit. The in-stent restenosis was noted to be mild in severity and had a causal relationship with the study device. The patient underwent percutaneous transluminal angioplasty (pta) with an unknown drug-coated balloon (dcb) to treat the in-stent restenosis. The patient reportedly resolved. The initial procedure was performed to treat an extracranial artery lesion from the left internal carotid artery. The length of the lesion was 28mm with a reference vessel diameter of 6.8mm. The reference vessel diameter distal to the lesion was 3.7mm. The lesion had a 100% stenosis with mild calcification. The patient underwent general anesthesia. A contralateral femoral approach was used. There were no reported adverse events during the initial procedure. Pre-dilation was performed with an unknown 2mm x 40mm device and an unknown 3mm x 40mm device with a 50% residual stenosis post dilation. The stent was successfully implanted and was fully expanded with balloon dilatation. There was a 10% residual stenosis post procedure.

Manufacturer narrative:
Please note that conclusion code 4316 was used as "adverse event related to patient anatomy and/or condition" is not an option. Complaint conclusion: as reported from the cordis real-precise study, 79 months after a procedure in which an 8mm x 40mm precise pro carotid self-expanding stent with 6f compatibility was implanted, the patient experienced a 90% in-stent restenosis which was detected during a follow up visit. The in-stent restenosis was noted to be mild in severity and had a causal relationship with the study device. The patient underwent percutaneous transluminal angioplasty (pta) with an unknown drug-coated balloon (dcb) to treat the in-stent restenosis. The patient reportedly resolved. The initial procedure was performed to treat an extracranial artery lesion from the left internal carotid artery. The length of the lesion was 28mm with a reference vessel diameter of 6.8mm. The reference vessel diameter distal to the lesion was 3.7mm. The lesion had a 100% stenosis with mild calcification. The patient underwent general anesthesia. A contralateral femoral approach was used. There were no reported adverse events during the initial procedure. Pre-dilation was performed with an unknown 2mm x 40mm device and an unknown 3mm x 40mm device with a 50% residual stenosis post dilation. The stent was successfully implanted and was fully expanded with balloon dilatation. There was a 10% residual stenosis post procedure. The device was not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the instructions for use (IFU) as such. Stenoses in stents are usually treated with intrastent percutaneous transluminal angioplasty (pta) or placement of a second stent. Based on the information available for review, factors that may have influenced this restenosis event include patient (has history of type ii diabetes and hypertension), procedural, pharmacological, and lesion, especially since the restenosis was noted 79 months after stent implantation. However, without procedural images, the event could not be observed. Based on the information available for review, there is no indication to suggest that the issue experienced is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported from the cordis real-precise study, 79 months after a procedure in which an 8mm x 40mm precise pro carotid self-expanding stent with 6f compatibility was implanted, the patient experienced a 90% in-stent restenosis which was detected during a follow up visit. The in-stent restenosis was noted to be mild in severity and had a causal relationship with the study device. The patient underwent percutaneous transluminal angioplasty (pta) with an unknown drug-coated balloon (dcb) to treat the in-stent restenosis. The patient reportedly resolved. The initial procedure was performed to treat an extracranial artery lesion from the left internal carotid artery. The length of the lesion was 28mm with a reference vessel diameter of 6.8mm. The reference vessel diameter distal to the lesion was 3.7mm. The lesion had a 100% stenosis with mild calcification. The patient underwent general anesthesia. A contralateral femoral approach was used. There were no reported adverse events during the initial procedure. Pre-dilation was performed with an unknown 2mm x 40mm device and an unknown 3mm x 40mm device with a 50% residual stenosis post dilation. The stent was successfully implanted and was fully expanded with balloon dilatation. There was a 10% residual stenosis post procedure.

Manufacturer narrative:
Please note that the catalog and lot numbers are currently unknown. The initial reporter did not provide a phone number; therefore, (B)(6) was used due to system requirements. Additional information is pending and will be submitted within 30 days upon receipt.